Event description:
The reporter stated that the flush device failed to lock. Therefore the line remained completely open. This product was not used in a clinical setting. The reporter further stated that another set had the same problem however did not provide specific details.